Manufacturer narrative:
Additional information was received that a right-sided access site was used during the procedure and that the patient had a history of peripheral vascular disease and had been treated with bilateral stents.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received or the product is returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that twelve days following the implant of this transcatheter bioprosthetic valve, ischemic changes in the left lower extremity were noted. Percutaneous transluminal angioplasty (pta) was performed. No further adverse patient effects were reported.